Event description:
A facility reported a microsensor (ID 826653) was implanted. One hour after the procedure, the microsensor was leaking csf from the catheter. Then, the physician used adhesive plasters to wrap the microsensor while there was still csf leaking from the catheter. Therefore, the sensor was retrieved it on (B)(6) 2024. Patient status was reported as stable.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d8, d9, e1, g2, g3, g6, h2, h3, h4, h6, h11 the microsensor catheter kit (B)(6) was returned for evaluation. Device history record (DHR) - the batch record was reviewed for any anomalies or non-conformances related to the finished device, and none were identified, related to this report. Failure analysis - a visual inspection was conducted. No defects or damage were found. A syringe with water was connected to the catheter. Water was injected to observe any areas of leakage. No leaks were found. The complaint was not confirmed. Root cause analysis - the complaint was not confirmed during investigation. The potential root causes surgeon applies sutures/ligatures too tight perforating catheter.

Event description:
N/a.